Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with thermocool® smart touch® sf bi-directional catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. Blood pressure decreased after the procedure. Pericardial fluid was confirmed with the soundstar by echography, so drainage was performed. The patient was transferred to intensive care unit (ICU). The subsequent clinical course was unknown. Adverse event was a cardiac tamponade. No abnormalities observed prior to use of the product. No abnormalities observed during use of the product. Additional information was received. No evidence of steam pop. Force visualization features were used: real time graph; vector; visitag. Additional filter used with the visitag was fot and color options used were tag index.

Manufacturer narrative:
In the 3500a initial, the lot number was unknown. Additional information was received on 10-apr-2023. A lot number of 30907172 was provided. Medical history and laboratory test results remain unknown. No relationship with the biosense webster, inc. Product. After review, the lot number provided was not a valid number. Therefore, additional clarification was requested. A response was received on 11-apr-2023 stating the correct lot number is 30907172l. Therefore, updated the following fields of d4. Lot, h4. Device manufacture date, d4. Expiration date and h6. Type of investigation. A manufacturing record evaluation was performed for the finished device 30907172l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).